Event description:
It was reported that the handle will not detach from the mesher. The handle was stuck on the mesher. The event timing is outside of surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Upon investigation, the comb was damaged.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb and roller were damaged and were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.